Manufacturer narrative:
.

Event description:
A report was received that the ipg site was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.